Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the load fill tubing sequence was performed without intervention by customer while connected to the site. Subsequently, customer experienced low blood glucose (bg) levels. Reportedly, customer consumed 9 tablets of glucose and drank orange juice to address bg levels. The customer reverted to an alternate method of insulin therapy.